Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. The reason for reoperation : capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV against an unknown manufacture of the device. Device has been explanted.